Manufacturer narrative:
Abbott has identified a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecision. Abbott has not received any reports of adverse events associated with this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that she is unable to calibrate the phenobarbital assay on the architect c8000 analyzer with reagent lots 42063hw00 and 41008hw00. The customer stated that she was previously able to calibrate with reagent lot 42063hw00, but now that lot does not generate a valid calibration curve (error code, "cals out of order"). There is no impact to pt management reported.